Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the surgical tech identified a bent reload when opening the sterile package. On the bottom of the metal portion of the reload there is a noticeable indent. The cartridge was not used and put off to the side. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Pan. The analysis results showed that one ecr60b reload was received unfired, with the pan detached on the right proximal side. Additionally one double driver was noted to be out of its intended position. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.